Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d6b, e1, h6.

Event description:
Healthcare professional reported left side "deflation". Healthcare professional later reported "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed two openings assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.

Event description:
Sales representative reported "rupture for a saline device". Healthcare professional later reported "deflation". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via sales representative "rupture for a saline device". Healthcare professional later reported "deflation". This record is for the left side. Device remains implanted.